Event description:
It was reported that the housing transport of the cardiosave intra-aortic balloon pump (iabp) had no helium. It is unknown the circumstances under which the event occurred, however there was no patient involvement.

Event description:
It was reported that the housing transport of the cardiosave intra-aortic balloon pump (iabp) had no helium. It is unknown the circumstances under which the event occurred, however there was no patient involvement.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found a leak in the helium reservoir assembly and replaced it. The stm completed a pm with full calibration, functional, and safety checks which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the housing transport of the cardiosave intra-aortic balloon pump (iabp) had no helium. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.